Manufacturer narrative:
Additional information : d9, h3, h6, h11. H11: the device was received for evaluation.visual inspection of the actual sample showed that the set effluent line was perforated near the filter effluent port, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming a prismaflex tpe set, an external leak fluid was observed. It was further reported the set was cracked at the post-filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.